Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-14057 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus china returned the device to olympus repair center because there was no operating sound from the buttons on the front panel due to a failure of the main board. The device was used in combination with a standard set. Olympus inspected the device at olympus repair center and found that when the button on the front panel was pressed, there was no click feeling and the button did not respond, due to the damage of the main board. This device is an olympus asset and there was no report of patient injury associated with the event.